Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after the cartridge was filled with 300 units. After the minimum fill message occurred, the customer filled the cartridge with an additional 100 units and reported that the cartridge leaked near the o-ring. The customer successfully loaded a new cartridge and resumed insulin delivery. There was no impact to the customer's blood glucose level.